Event description:
It was reported that jumpy impedance on this right atrial (ra) lead triggered a lead safety switch on the associated pacemaker. Oversensed noise caused multiple episodes of inappropriate atrial tachy response. The patient also noted that they felt a thumping sensation in their diaphragm. A technical services consultant suggested programming to optimize. This lead remains in service.